Event description:
It was reported that during hemodialysis therapy with an ak 98 machine, the patient received their heparin dose all at once at the beginning of therapy instead of a gradual delivery throughout the dialysis session. According to the reporter, the heparin was supposed to be administered at 2 ml per hour (for 5 hours); however, the patient received , 10 ml at the beginning of therapy. It was further reported that the patient received the correct dose of heparin and there was not an excessive amount of heparin delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.